Event description:
It was reported that patient presented remotely via merlin.net. It was noted that lead exhibited high pacing impedance. No intervention was performed. There were no patient consequences.